Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The patient stated that he had to wear pads and diapers and was able to void without depressing the pump. He described that the pump was rigid. The patient was suggested to follow up with the physician. The device is still implanted. No additional patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.